Event description:
It was reported that during an unspecified procedure, filter deployment difficulties and migration occurred, and the patient was taken to surgery. While attempting to deploy the titanium greenfield vena cava filter, the legs did not open up. The titanium greenfield vena cava filter migrated to the iliac. The patient went to surgery, the filter was removed and a new one was deployed. Patient status was reported as 'fine'. No further information regarding this event will be provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.